Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia), on the right ventricular (rv) pacing lead, triggered by high rate non-sustained episodes and sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.